Event description:
A customer from the united states reported to biomérieux a false susceptible trimethoprim/sulfamethoxazole (sxt) result for a morganella morganii blood culture sample in association with the vitek® 2 ast-gn93 test kit. The customer reported the ast-gn93 sxt result was <=20 and the kirby bauer (kb) disc had no zone (resistant). The customer stated the isolate was retested on vitek 2 and the sxt results were the same (<=20). They also set up kb from the same culture plate at the same time, and after 18-24 hours, there was no zone around the disc. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported to biomérieux a false susceptible trimethoprim/sulfamethoxazole (sxt) result for a morganella morganii blood culture sample in association with the vitek® 2 ast-gn93 test kit. The customer submitted the strain for evaluation. An investigation was performed. The submitted isolate was subcultured and the identification was verified. The isolate was tested on vitek 2 ast-gn93 cards from the customer lot and a random lot, in duplicate,. Testing included broth microdilution (bmd) as the reference method for sxt02n used in this card. The vitek 2 ast-gn93 cards gave results of mic </= 20, </= 20, 80, trm (termination). The trm of sxt had an analysis message of insufficient growth in the positive control well. Bmd mic >/= 160. Testing was performed again: ast-gn93 mics were </= 20, </= 20, trm, trm both trm of sxt had an analysis message of insufficient growth in the positive control well. Bmd mic >/=160. The customer's issue was reproduced. The investigation concluded the submitted isolate has an atypical biochemical profile. The vitek ast-gn93 card performed as intended.